Event description:
The customer's daughter called to report that the customer passed away. No date was given. It was stated that two months after starting on insulin pump therapy, the customer decided that this was not for him and a return sales order was created. It was also stated that the customer had cancer. A phone call to the doctor's office was made for further info. The office manager stated that the customer was wearing the insulin pump. She also stated that the customer died due to respiratory failure and diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.